Manufacturer narrative:
During failure analysis, the reported event of the device sparking and heating up was confirmed. The device was found to have a corroded motor and damaged motor cable. Corrosion of the motor coil can cause the device to heat up and also draw excessive current. This can cause damage to the electric circuit in the cable assembly.

Event description:
It was reported that the universal high torque drill was heating up and sparking during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Event description:
It was reported that the universal high torque drill was heating up and sparking during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.